Event description:
It was reported that when using the bd pyxis¿ medflex 1000 all the cubies had been destocked. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.